Manufacturer narrative:
Additional information: fluid overload clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of fluid overload which warranted hospitalization. The etiology of the fluid overload is unknown; therefore causality cannot be established. Based on the available information, there is no documentation or indication the liberty select cycler caused or contributed to the adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2018 (discharge date unknown) due to fluid overload. During follow-up, the patient stated she encountered multiple drain complication and patient line blocked alarms. The patient was unable to resolve the drain complications or the patient line blocked alarms, and terminated the treatment. The patient reported she was hospitalized the following morning on (B)(6) 2018 for fluid overload. As of (B)(6) 2018, the patient remained hospitalized and was receiving pd therapy. Follow up with the patient¿s clinic indicates that the patient transferred to another facility, and no further information would be available. Additional information was solicited.